Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122," "pacer fault 123," and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant alleged that during subsequent biomed testing was unable to duplicate the reported malfunction.